Manufacturer narrative:
Continued: this model is classified as import for export. We do have similar model ec38-i10cl-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical colonoscope model ec38-i10l, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The user facility responded to a good faith effort attempt via email on 27-sep-2021 and stated the user became aware of the issue on 09/21/2021 during pre-inspection check. The facility also followed all operational methods for pre-procedural checks and reprocessing. The customer owned endoscope was received by pentax medical for evaluation on 01-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician found a distorted image confirming the customer image complaint and documented the following inspection findings: fluid invasion in pve connector, passed wet leak test, endoscope failed electrical safety test - plct, pve electrical connector frame has severe corrosion, passed dry leak test, image distorted, pve electrical pin corroded, ccd circuit board corrosion. The device underwent repairs including the following components: o-rings and seals, shield cover, pcb for ccd drive pb-free, lg cable connector assy pb-free. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 11-oct-2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 15-apr-2016 under normal conditions. The endoscope was reworked for defective filter, which was replaced, and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-apr-2016. The endoscope is awaiting repair and approved by final qc as of 20-oct-2021.